Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. It was found that the lead had fractured, causing the high impedances. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6: adverse event problem: corrected medical device code to indicate lead fracture.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation following multiple falls. Diagnostics showed the impedances on the lead to be high. In turn, surgical intervention may take place to address the issue.